Event description:
It was reported the patient presented to the emergency room after receiving an inappropriate shock from the right ventricular (rv) lead due to noise. The lead integrity alert triggered for the rv lead having oversensing and there was a possible lead fracture. The pace/sense and rv coil portions of the rv lead were capped and replaced with a new rv lead and the superior vena cava coil of the rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was interference/noise with ventricular short interval count (v-sic) equal to 187.8 counts avg/day, in 1.48 days, between (B)(4) 2012. The save to disk review found the lead integrity alert triggered with a patient alert for lead failure predictor on (B)(4) 2012.